Manufacturer narrative:
Qn#(B)(4). A sample will not be returned for evaluation.

Event description:
It was reported the procedure was being performed in the intensive care unit. The physician gained access to the patient's left femoral vein. His first attempt to advance the guide wire was not successful. He then used the same needle and guide wire for the second attempt which was successful. He felt some resistance when he advanced the dilator and the catheter over the wire into place. While removing the guide wire from the catheter he again encountered significantly more resistance but continued to pull the wire out. At which time, the wire unraveled. The wire was completely removed and the catheter left in place. There was no delay in treatment and no patient death or complications reported. It was noted the physician has not placed a cvc line in a long time.